Manufacturer narrative:
Approximate age of device: 2 years. The patient remains on going with the implanted device and no further issues have been reported. The system controller and the power module patient cable were received for analysis. The system controller passed functional testing; the full investigation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when connecting to the power module, alarms were heard. The patient was reported to be asymptomatic. Interrogation of the system controller revealed low speed operation and pump off alarms which were confirmed by the manufacturer's technical services. The power module patient cable was inspected and no bent pins were noted. The system controller was switched out. On (B)(4) /2015, the manufacturer's technical services performed a percutaneous lead continuity test which passed. X-rays were taken, however the quality was poor so no issues could be determined. Review of the log file indicated that the pump stops may be associated with a possible system controller or possible percutaneous lead short to shield issue. The patient was reported to be doing fine with no side effects due to the pump stops. On (B)(6) 2015, a custom power module patient cable was shipped to the customer.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the report of low speed and pump stoppage events were confirmed based on the submitted log file, however a specific cause for the events could not be conclusively determined. The log file contained approximately 3 days of data, which captured low speed/flow hazard and a pump stoppage event while the patient was supported by the power module and patient cable which could have potentially been the result of a compromised wire in the patient¿s driveline. However, a root cause for the event could not be determined without a full evaluation of the lead. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. The system controller, serial number (B)(4) was returned for evaluation. The system controller was functionally tested with the equipment in the manufacturer¿s laboratory and was able to operate a test pump without any functional issue. The device passed functional test procedures, confirming all visual and audible alarms which activated when induced. The device operated on a mock circulatory loop without any notable event captures in the history. The unit was found to function as intended. The 14 volt power module patient cable, lot # 35264980313 was returned for evaluation and found to function as intended. The cable was tested for electrical continuity and the measured values passed specifications. In addition, insulation testing did not reveal any short condition with the underlying wires. No further information was provided. The manufacturer is closing the file on this event.